Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat lower limb deep vein thrombosis (dvt) using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, it was reported that the bulb of the sep8 fractured inside the patient. The physician removed the sep8 and aspirated the sep8 bulb using the cat8. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2024-00235.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 10/07/2024: 1. Section a. Box 1. Patient identifier.